Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient has been having been having mini strokes out of nowhere, lost their speech, wasn't able to move, and was going in and out of consciousness. Their legs had been jerking and "a lot of crazy stuff.¿ the patient stating that their doctors have been telling them that they have been having tias, mini strokes, and a seizure disorder with convulsions. The patient did not know if the symptoms were related to the device or therapy. No further complications are anticipated.